Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Customer's blood glucose (bg) was over 500 mg/dl a manual insulin injection was administered to address bg level. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.